Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose. The customer blood glucose level was 54 mg/dl at time of incident and other blood glucose level 62 mg/dl and 57 mg/dl. Customer treated with insulin pump and insulin pump. Troubleshooting was performed for high blood glucose level. The product will be returned for analysis.